Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found the cable insulation was torn at the donut end and the device got hot after running at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble charging their implant and the issue began probably about 3 weeks ago in the beginning of july. Patient stated sometimes it would take an hour and a half to charge the implant from 50% to 100% and other times the charging would stop in the middle of charging. Patient confirmed the controller was charging to 100%. Agent asked patient to inspect the recharger for damage and patient said they had trouble with the cord before so they taped the cord so it couldn't bend at that spot. Patient also stated the paddle would heat up. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.